Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified, the weight the device within specification and fold creases. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data.

Event description:
Patient reported a left side rupture confirmed by healthcare provider. Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6, g.2.

Event description:
Patient reported a left side rupture. Device has been explanted.